Manufacturer narrative:
Device remains implanted. No eval will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report. The wrong device was used. This event would not be device related.

Event description:
It was reported that, "wrong side nail was implanted in pt's arm."